Event description:
There appears to be an interruption in the integrity of the tubing as blood leaked from the IV catheter tubing at the site of the clamp after catheter was inserted into the pt. (B)(4).